Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/16/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used in the same sensor session and the patient made treatment decisions based on cgm values. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the same fingerstick bg meter was not used during same session. The dexcom g5 mobile continuous glucose monitoring system states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. However, a root cause for the reported inaccuracy cannot be determined. It was also reported the patient made treatment decisions based on cgm values. The dexcom continuous glucose monitoring system states: the dexcom continuous glucose monitoring system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event. However, a root cause for the reported inaccuracy cannot be determined.